Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es remote manager failure, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager had failed. A field service engineer found that the remote manager had not registered as closed or had opened upon arrival, resulting in failure. Then fse moved the connection from medcart 3 to medcart 1 on the comm sled to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.